Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review was requested for this pacemaker to determine whether supraventricular tachycardia (svt) or ventricular tachycardia (vt) was observed. Technical services (ts) reviewed signals on the right atrial (ra) channel that were not sensed, which indicates they were less that 0.5 mv. Review of older episodes show bigger a-sense signals while the patient was in normal sinus rhythm (nsr) followed by smaller ra signals as the right ventricle (rv) got faster, thus svt was suspected. This pacemaker remains in service. No adverse patient effects were reported.